Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the spring from the drillsl 8.5/2.8 which is responsible for holding the position in the protection sleeve got stretched/deformed by use. A dimensional inspection for the drillsl 8.5/2.8 was not performed due to post manufactuirng damage. A functional test was unable to performed due to mating device was not received, however, as the spring got stretched/deformed, the function is no longer given, since the drill sleeve can no longer fully inserted into the safety sleeve. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drillsl 8.5/2.8 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history part number: 312.080-15, lot number: 38843p3, manufacturing site: hägendorf, release to warehouse date: 07-jan-2025. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown surgery with the drill sleeve. The sprig of the drill sleeve was extended maximumly, so that caused lost its elasticity and unable to use. There was same problem happening in past, and this was the first surgery after replacing it with a new product. The surgery was completed successfully with no delay.